Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer age and weight is unknown.

Event description:
The customer reported that he obtained inaccurate readings on the contour usb meter. No specific readings were provided and the customer reported that he had taken his usual dose of metformin. The customer was feeling sick, light-headed and weak. He was in the hospital from (B)(6) 2018 to (B)(6) 2018. The only treatment provided to the customer in the hospital was in regards to the diet he was following, because the customer was presenting bad practices controlling his diabetes in terms of food intake. The customer was feeling fine during the time of call, but he is under a diet control due to the bad feeding practices. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.